Manufacturer narrative:
The product was returned for evaluation. A product sample was received for evaluation. Visual and functional testing were performed. All keypad/labels were intact and no physical damage found on the pump. The motor run test was completed. The reported issue was confirmed. The root cause was found to be a broken optic sensor. The optic sensor was replaced and device passed functional and delivery tests. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there were motor issues and the device was displaying an error code. No patient injury was reported.